Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the charged coupled device was broken, and the fiber bonding in the outer tube area was damaged. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to a broken charged coupled device, the image was purple. Additionally, for the fiber bonding in the outer tube area that was damage, a cause was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported that the gynecologic laparoscope exhibited a purple image. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.